Manufacturer narrative:
Lead model 3777-60, (B)(4), implanted: (B)(6) 2008, explanted: na, lead model 3777-60, (B)(4), implanted: (B)(6) 2008, explanted: na, programmer model 37743, (B)(4), recharger model 37752, (B)(4).

Event description:
It was reported that the patient experienced stimulation (with shocking) when the stimulator was off. Impedance values were checked and found one electrode high. The programs that the patient used did not include use of the high impedance electrode. The patient was able to reproduce the shocking effect by moving her body with stimulation off and at 0v. The patient noted that they also lost coverage of her painful area (left anterior chest wall). The patient was reprogrammed and received better coverage. The day after reprogramming, the patient still felt the shocking sensation when the device was off. Additional information indicated that one of the patient's leads had come out of the epidural space and caused her discomfort in her back when that lead was activated. The other lead did not provide the coverage desired by the patient. The patient indicated that they wanted the neurostimulator explanted instead of revised. If additional information becomes available, a follow-up report will be sent.